Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the patient had a prolonged hospital stay which the hcp (healthcare professional) reported that it was related to the procedure or the device malfunction. It was also noted that there was no issue during the procedure. The patient pre-procedure diagnosis was colorectal liver cancer.